Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation and valve leak and/or damage: observed, one opening assessed as cracked valve seat diaphragm valve and total delamination of valve assessed as adhesive failure. As per the investigation procedure creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported and healthcare professional confirmed right side deflation. Additionally, healthcare professional reported right side "breast began to shrink in volume" diagnosed via mammogram, and "obvious asymmetry", and "leak" around valve. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported, "deflation". Later, healthcare professional confirmed, the event of "deflation". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Reason for reoperation: valve leak and/or damage

Event description:
Additionally, healthcare provider reported right side "breast began to shrink in volume" diagnosed via mammogram, and "obvious asymmetry". As well as, ¿re-establishment of size and pocket volume¿ and "leak" around valve. Device has been explanted.